Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the proglide device at the second puncture site failed to get adequate bleed back; however, the device was deployed anyway. It should be noted that the proglide instructions for use (IFU), states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. In this case, it is unknown if the IFU violation contributed to the reported event. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. The reported patient effect of pseudoaneurysm is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed; however, wire access was lost due to user error. Knot advancement was performed, and hemostasis was achieved at the first puncture site. The vessel was re-punctured. The suture of the first proglide device at the second puncture site was successfully pre-placed. The second proglide device at the second puncture site failed to get adequate bleed back; however, the device was deployed anyway. Subsequently imaging showed a small false aneurysm, which spontaneously resolved. Knot advancement of the first and second proglide devices was performed and achieved hemostasis at the second puncture site. The vessel was re-punctured. A proglide device was attempted to be inserted but was unable to track the vessel due to tortuosity. A cut down was performed. Anesthetic was hemodynamically increased pressors intermittent administered. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.